Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a replacement ilet pump, fully charged on arrival, displayed alert 41 indicating an insulin shaft rewind error, and the user was unable to rewind the piston despite a restart and troubleshooting; a subsequent replacement was arranged and education on device return, data sync, shutdown, and dexcom use was provided. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included device history review and customer technical troubleshooting. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.